Event description:
The sales representative reported on behalf of the customer that the as-ifs2, airseal ifs, 230v was being used on (B)(6) 2023 during an anterior resection and that ¿during the anterior resection the anaesthetist noticed the patient had suffered subcutaneous emphysema. Unfortunately the customer did not record which airseal machine was being used at the time, nor did they record or keep the consumables.". There was no impact or injury to the patient. The procedure was completed with no delay. The patient was monitored overnight and sent home the following day with no adverse issues or intervention. "No adverse outcome". This report is being raised on the basis of injury due to subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 8 reports, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: the incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.